Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported peripheral thromboembolism, multi organ failure, infection, and patient conditions could not be conclusively determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The left ventricular assist system (lvas) kit shipped on 12may2021. The heartmate 3 lvas instructions for use (IFU) lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, infection, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that overnight, on (B)(6) 2021, the patient developed worsening oxygenation, prompting adjustment in continuous positive airway pressure (CPAP) pressures. With this, the oxygen saturation (sao2) on an arterial blood gas test rose to 94%. The patient subsequently became acutely hypoxic with hypotension. The patient was intubated with worsening hypotension acidosis. Transient improvements with sodium bicarbonate and push doses of epinephrine as well as increased doses of epinephrine and norepinephrine (levophed) drop. The patient began having low flow alarms with a mean arterial pressure < 60-65mmhg. A bedside echocardiogram was performed in setting of worsening hemodynamics. There was minimal right ventricle (rv)/left ventricle (lv) motion. The patient was nearing cardiac standstill despite high doses of pressors/inotropes. Highest oxygen was at 78%. A bronchoscopy was performed given a left hemithorax opacification. A larger clot was found blocking segmental bronchi bilaterally. It was attempted to mobilize clot including lavage, suction, and targeted mucomyst, however it was unsuccessful. The patient had multifactorial dysfunction and extensive left ventricular assist device (lvad) alarms due to the inability for rv to perfuse the blood through lung vasculature to lv. Multi-organ dysfunction, extended period of hypoxia, difficulty perfusing, and underlying renal injury and fungemia was noted. It was noted that the patient had fugemia/candida endocarditis: candida krusei, which was likely enteric source. All of the current lines and lvad were presumed infected with yeast. A transthoracic echocardiogram (tte) showed a mitral valve (mv) abnormality that could have been candida endocarditis. Vorciconazole and high does micafungin was continued to try to clear cultures. Cultures were ordered for (B)(6) 2021. The patient also had bacteremia, escherichia coli (e. Coli) in multiple sets. Cefepime and metronidazole were administered for broad enteric coverage. The e. Coli was slow to clear, which suggested the lvad could have been infected with this bacteria. There was broad empiric coverage, including fungal coverage, and local wound care. Gangrene of the patient's extremities was also noted as blistering of the patient's fingers was worrisome for early infection or at least an opportunity for infection. The gangrene of the extremities was worsening, and started to involve entirety of their hands and feet. Broad coverage was continued. The patient had scleroderma. The decision was made to not escalate further and prepare to move towards comfort care. The patient subsequently developed asystole in spite of pacemaker. The patient passed away at 08:34 on (B)(6) 2021.